Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by hospital staff that after a power failure the power base unit's (pbu) internal back up battery did not start resulting in loss of power to the lvad. As a result, this power failure could have resulted in a possible pump stoppage. The hosp provided the pt with a back-up pbu with no further issues.

Manufacturer narrative:
A svc evaluation of the pbu revealed that the internal battery was disconnected, but did not confirm any pump stoppage. The battery was reconnected and functional testing on the pbu was performed with the unit passing all tests. The MFR could not conclusively determine the root cause of the internal battery being disconnected. No further info is available at this time. The MFR is closing its file on this case.